Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/4/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. Additional information was requested, the following was obtained: please see below: ¿ please clarify, what is the total number of sutures that broke at the swedge or close to the needle? 7. ¿ what is the lot number of each suture involved? Clmmxu. ¿ did all sutures broke over the same patient procedure? No. ¿ if no, please clarify total number of procedures. 3. ¿ are the devices available to be returned for evaluation? Unopened from same lot/box if so, please provide the status of the return and any available tracking information. En route: tracking: (B)(4). ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) donna minnier via scrub tech during cases. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one unopened sample that pertain to the product code y496h. Upon initial inspection, of the samples, no external damages were observed on the packet. In order to evaluate the condition of the returned samples, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment, and the pull force results met the requirement. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2024-02278, 2210968-2024-02279, 2210968-2024-02280, 2210968-2024-02281, 2210968-2024-02282, and 2210968-2024-02283.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture kept breaking at the swedge or close to the needle. No patient harm reported. Additional information was requested.